Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify communicate to bg meter, glucose sensor simulator to verify lost sensor, calibrate error alarms due to blank display.

Event description:
Customer reported via phone call that sensor had received change sensor alarm and calibration not accepted alarm. Customer's blood glucose level was 69 mg/dl at the time of incident. Device will be returned for the analysis.